Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the rv lead was extracted due to high pacing threshold. Patient was asymptomatic. No further information.